Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2023. During the procedure, the tissue from the esophageal varix was suctioned. Upon attempting to deploy the bands, it was stuck and did not deploy. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the six bands were attached to the ligator head, and the bands were moved and overlapped, and the bands were torn. The ligator head teeth were damaged, and the suture hole was in good condition. The device was observed under magnification, and the ligator head teeth were damaged and the bands were torn. The handle had evidence that the trip wire was secured to the handle slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands in the ligator head were moved and overlapped, and the bands were torn. Additionally, the ligator head teeth were damaged. It is possible that procedural factors as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the damages encountered in the device, these damages could have caused the inability of the device to deploy the bands during the procedure. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6), 2023. During the procedure, the tissue from the esophageal varix was suctioned. Upon attempting to deploy the bands, it was stuck and did not deploy. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.